Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to motorcycle accident. The cause of death was motor cycle death. The caller stated that the cause of death was brain dead. The customers blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The auto mode on the insulin pump was active. The caller declined to return the insulin pump for analysis. Unomed inf set, frn-unk-rsvr.